Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten devices were received for evaluation; 9 events were confirmed during testing. Six devices were found to be affected by widespread corrosion. Three devices were found to be affected by motor assembly corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device overheated. Six reported events had no patient involvement; no patient impact. Three reported events had patient involvement; no patient impact. Two reported events reportedly burned the patiently lip resulting in a first degree burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event was confirmed during testing. One device was found to be affected by corrosion and internal component damage. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device overheated. Six reported events had no patient involvement; no patient impact. Three reported events had patient involvement; no patient impact. Two reported events reportedly burned the patiently lip resulting in a first degree burn.